Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Additionally, high in range shock impedance was observed on the right ventricular (rv) lead channel. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Additionally, high in range shock impedance was observed on the right ventricular (rv) lead channel. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported. Additional information was received that this ICD was explanted and successfully replaced. Other than the intervention no adverse patient effects were reported.